Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. The patient is doing well and reported effective stimulation coverage postoperative.

Event description:
It was reported the patient is unable to establish communication between the ipg and charger. It was also reported the patient's ipg is inoperable. In addition, the patient's programmer reflects a communication error and the patient is without stimulation. Follow-up information revealed the sjm representative met with the patient and confirmed the issues. The patient is to undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).